Event description:
Essure procedure performed in 2007. The procedure went well with bilateral placement being achieved. The patient returned for her hsg five months later and the radiologist reported that devices appeared to be in the correct place and both sides appeared to be occluded. In 2008, the patient presented at the emergency room with severe pain. It was determined that patient had a 5-6 week ectopic pregnancy in left fallopian tube. Films were reviewed by conceptus consulting physician; it appears that the left device is perforated and there is a hint of dye into the very proximal part of the left tube.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.